Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump showing open book image and had critical pump error. The customer's blood glucose value was unknown. The customer was also reported the insulin pump had blank screen with red flashing light while alarming and sn label worn off. The customer was assisted with troubleshooting. Insulin pump had cosmetic damage. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and missing segments or partial display due to critical pump error alarm. Device received with erased serial number label noted.